Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve damage in a female patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced "personal injuries, including neurological damages." At the time of reporting, the outcome of the events was unknown. Medical records received (B)(4) 2011: on (B)(6) 2008, the (B)(6) patient was seen by a hematologist for review of anemia, neutropenia, and thrombocytosis. In 2001, she had a bilroth ii procedure for a severe gastric ulcer. Following this, she developed iron and b12 deficiency requiring parenteral iron repletion and monthly b12 replacement parenterally. At this visit, it was noted that the patient's blood counts had dropped despite ongoing b12 repletion and normal ferritin levels. On (B)(6) 2008, hemoglobin had dropped to 99, and gastroscopy and colonoscopy showed no significant pathology to explain the drop in hemoglobin. The patient had developed fatigue as well as recurrent dermatologic infections that responded to antibiotics, and the hematologist was concerned these were due to her neutropenia. At this visit hemoglobin was 93, white cell count was 1.9, neutrophil count was 0.4, and lymphocytes were 1.2. Bone marrow biopsy on (B)(6) 2008 showed mild erythroid dysplasia with ring sideroblasts that could be due to b12 deficiency or mild myelodysplastic syndrome. At follow up on (B)(6) 2008, the hematologist diagnosed myelodysplastic syndrome and started the patient on aranesp. At follow up on (B)(6) 2008, the patient continued to have significant fatigue with continued anemia and neutropenia. Aranesp was increased, and she had a transfusion of two units of erythrocytes on (B)(6) 2008. She was improved at follow up on (B)(6) 2008 with hemoglobin of 111 g/l. Improvement continued in the patient's symptoms and blood counts at follow up on (B)(6) 2008. By (B)(6) 2008, she was experiencing more fatigue with a drop of hemoglobin to 88. Her white count was 1.0, neutrophils were 0.4, and platelets were 347. She was improved by (B)(6) 2008, but was on the maximum dose of aranesp. By (B)(6) 2009, the patient's hemoglobin had slowly decreased and she was started on venofer. In (B)(6) 2009, the patient was hospitalized for pneumonia along with a significant exacerbation of her anemia. She was improved at follow up on (B)(6) 2009, and at a visit on (B)(6) 2009 she mentioned having numbness and weakness in her fingers and hands since (B)(6) 2009. She had difficulty doing up buttons and could not hold a pen to write more than a few words. The patient continued to do well with some fatigue and drops in hemoglobin requiring adjustments to therapy on follow up through (B)(6) 2010. She continued to have symptoms of neuropathy, and on (B)(6) 2010 it was noted that the patient had been diagnosed with zinc toxicity and copper deficiency. She had been started on copper with improvement in her neutropenia. On (B)(6) 2010, her copper supplementation dose was doubled to 6 mg daily due to continued low copper levels. By follow up on (B)(6) 2010, the patient's blood count had normalized, though fatigue remained. She was having trouble with balance and numbness and tingling in the hands and feet. Copper level remained decreased on (B)(6) 2010, with zinc returning to an acceptable level. At neurology visit on (B)(6) 2010, it was noted the patient had last walked normally six months prior. She had fallen two to three times and was experiencing urinary incontinence. At follow up on (B)(6) 2010, it was noted that the patient had been on a month's worth of parenteral copper with her copper levels being just below normal at 10.1. Blood counts remained normal as well, but the patient continued to have neurological symptoms. She continued an oral copper supplementation at that time. The patient had no further deterioration of her symptoms at follow up on (B)(6) 2010, and a planned spinal decompression surgery was cancelled. This case was now considered medically serious by gsk.